Event description:
Customer reported that the pump battery was depleting rapidly, leading to a pump shutdown. There was no reported impact on the customer's blood glucose level. Customer was advised to uninstall and reinstall the mobile app and to monitor battery depletion, with the understanding to follow up if it exceeds 35% per day.